Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room due to suspected cardiac infarction. During examination, the patient experienced ventricular tachycardia (vt) and a manual shock from the programmer was delivered as the patient was hemodynamically instable. The shock was effective, however, the vt reoccurred and the patient received a shock from the device which successfully terminated the arrhythmia. Furthermore, oversensing was observed on the right ventricular (rv) lead due to suspected lead damage that resulted in inappropriate shocks. The rv lead and device were deactivated, the patient was hospitalized, and the rv lead was capped and replaced. There was no alleged malfunction on the device, it was explanted and replaced due to normal battery depletion. The patient was in stable condition.